Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was leaking. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 5/7/2024. H3 and h6. Evaluation codes: updated. Received device in good condition except the o-rings were dry and worn. This temp check was received with a complaint that the unit is leaking. The device was attached to a running hotline for several hours without leaking contrary to the customer complaint. The probable cause of the leaking is the device that the temp check was attached to. The o-rings and teflon tape around the thermistor were replaced. The functionality of the temp check as a thermometer used to verify a device's recirculating solution operating temperature passed. The complaint could not be replicated/confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.